Event description:
During a follow up, noise was observed on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating the ra lead was explanted to resolve the event. The patient was stable.

Event description:
The noise on the ra lead resulted in oversensing and inappropriate mode switching.

Event description:
Additional information was received indicating reprogramming was performed. The patient was stable.